Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer blood glucose level was 599 mg/dl at the time of incident and the current blood glucose of the patient is 300 mg/dl. The customer low blood glucose value was 20 mg/dl and 30 mg/dl up to 200 mg/dl. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will be returned for analysis.